Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) friday of last week and did not have the pump status checked. The healthcare provider (hcp) stated that today, she was doing a refill and noted a motor stall occurred on friday with the MRI and no recovery. The hcp had checked the pump status four times over the last 30 minutes and no recovery. The audible alarm was not occurring until she initially checked the pump status. There were no therapy issues. Discussed telemetry state condition and reiterated pump MRI labeling. Discussed with the hcp to recheck the pump status after 20 minutes. Discussed if no recovery to call back

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.